Event description:
It was reported that a power on reset condition occurred during a breast cancer treatment. It was unknown whether patient had stimulation turned off during treatment and the number of treatments patient underwent. Patient reported return of symptoms on left side of body. Interrogation of device found settings at 0v, 210pw/30hz. It was unknown whether patient was reprogrammed after power on reset. During impedance testing of the left device, the patient had a bad paresthesia reaction on left side of body with" 500 ua and 40 ua." Patient's device was explanted. Additional information has been requested and will be made available as follow up as it becomes available.

Manufacturer narrative:
(B)(4)